Event description:
Patient had just gone for a walk with the portable tlc ii driver and was doing fine. When patient returned to room and was connected to dual drive console (ddc), rvad rate was now in mid-50s (54-58) when it was previously 60s-70s, the estimated cardiac output also decreased from previously 4.3.-4.7 and was now at 3.5-3.8. No tubings were kinked or damaged, the lever on the back was in neutral position, when patient was placed on the portable driver the rvad rate was 60s and cardiac output was at 4/4.